Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It in unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.